Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(4); batch: 16283228.

Event description:
It was reported that the patient was experiencing a stimulation changes with posture, inadequate stimulation coverage and the stimulation turns on and off. The patient can also feel the stimulation in the kidney sometimes. The patient was reprogrammed with no success. Imaging showed that the leads have migrated. The patient underwent a revision procedure wherein the leads were repositioned and a new clik anchor was added. The patient was doing well post operatively. Nothing was explanted.